Manufacturer narrative:
Patient weight not available from the site. No parts have been replaced. No parts have been returned to the manufacturer for evaluation. No parts have been returned.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) case, when actively navigating the system, the system suddenly stopped tracking the instrument tracker. The issue occurred with the straight suction. The issue was narrowed down to a single instrument tracker and the site was able to verify all of the instruments with another tracker. The case was completed without navigation. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.

Manufacturer narrative:
Correction: corrected proper value. Added proper value.

Manufacturer narrative:
Additional information: a medtronic representative reported that the issue occurred following the site draping the patient. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.